Event description:
It was reported by the patient that the 72r electrodes are burning his skin, on the cervical area. The skin is burned, 3 big circle circles under the electrodes. The pain is on the skin, the pain level is a 6 or 7. The patient stated that when he takes off the electrodes he experiences pain and itchiness. The feeling does not go away. New 63b soft-touch electrodes were shipped to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin burn, pain, and itchiness. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4 date of this report updated d2 type of the device updated d3 manufacturer updated d4 lot number added d4 unique identifier (UDI) number updated g1-2 contact office updated g3: date received by manufacturer added g6: type of report h2: follow up type h3: device evaluated by manufacturer updated to yes h4 device manufacturer date added h6: component codes added 451-electrodes h6: impact code added 4648-insufficient information h6: clinical code added 1757-burn h6: clinical code added 1994-pain h6: clinical code added 1943-itching sensation h6: device code updated to 2682 - patient-device incompatibility h6: investigation code added to 3331 - analysis of production records h6: investigation code added to 4119 ¿ insufficient information available h6: investigation findings code added to 3221: no findings available h6: investigation conclusion added to 4315- cause not established h10: additional narratives/data the following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that the 72r electrodes are burning his skin, on the cervical area. The skin is burned, 3 big circle circles under the electrodes. The pain is on the skin, the pain level is a 6 or 7. The patient stated that when he takes off the electrodes he experiences pain and itchiness. The feeling does not go away. New 63b soft-touch electrodes were shipped to the patient.